Event description:
It was reported that the user observed purple/dark liquid (¿grease¿) in the cartridge chamber and experienced difficulty seeing drops during fill tubing, with the cartridge found partially empty after use; insulin delivery was interrupted and then restored after a full supply change and education on proper cartridge fill. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included successful resumption of insulin delivery without alerts, alarms, or medical intervention. Investigation included customer interview, photo review, and troubleshooting with education. Investigation of this case revealed discoloration caused by interaction between leaked insulin and an uncleaned anodized housing from a prior manufacturing batch, with no performance impact beyond the leak and no issues identified with the removed supplies. It was concluded that the event was related to a leaking cartridge and housing discoloration from prior manufacturing residue, with the device otherwise functioning as intended after corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.